Event description:
It was reported that the patient underwent implant of the intraocular lens, (iol) on (B)(6) 2012. The patient underwent a second operation on (B)(6) 2012 for removal of the iol reportedly due to being the incorrect diopter size. Another abbott medical optics lens of the same model, with a different size diopter, was implanted successfully. There were no patient complications reported.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. The inspection revealed that the lens was received in two (2) halves. The returned lens was inspected at 10x microscope magnification and the lens had surface residuals adhered to both sides of optic body compatible with use (implant and explant) of the lens. One (1) half of the lens was received without the haptic and a large cut was seen in the optic. The condition of damage in the sample did not allow performance of an inspection in the miq (measuring iol quality) equipment. The manufacturing diopter inspection report was reviewed and found that the manufacturing process of the lenses were 100% measured for diopter power, resolution, and astigmatism. The lens diopter result showed that lens met specifications and was released within the diopter specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). Prior to release to market, the iol met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted.